Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Some bleeding after ER procedure vaginal area, blood spots on tampon [vaginal haemorrhage] couldn't remove tampon [foreign body in reproductive tract] uncomfortable sensation inside vaginal area [vulvovaginal discomfort] painful sensation vaginal area [vulvovaginal pain] torn extracted hymen, ripped [vulvovaginal injury] painful when trying to remove tampon [complication of device removal] hymen stuck in between tampon [vulval disorder] case narrative: relative reported via phone that her daughter could not remove the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Some bleeding after ER procedure vaginal area, blood spots on tampon [vaginal haemorrhage] couldn't remove tampon [foreign body in reproductive tract] uncomfortable sensation inside vaginal area [vulvovaginal discomfort] painful sensation vaginal area [vulvovaginal pain] torn extracted hymen, ripped [vulvovaginal injury] painful when trying to remove tampon [complication of device removal] hymen stuck in between tampon [vulval disorder] case narrative: relative reported via phone that her daughter could not remove the tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Some bleeding after ER procedure vaginal area, blood spots on tampon [vaginal haemorrhage]. Couldn't remove tampon [foreign body in reproductive tract]. Uncomfortable sensation inside vaginal area [vulvovaginal discomfort]. Painful sensation vaginal area [vulvovaginal pain]. Torn extracted hymen, ripped [vulvovaginal injury]. Painful when trying to remove tampon [complication of device removal]. Hymen stuck in between tampon [vulval disorder]. Case narrative: relative reported via phone that her daughter could not remove the tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Some bleeding after ER procedure vaginal area, blood spots on tampon [vaginal haemorrhage]. Couldn't remove tampon [foreign body in reproductive tract]. Uncomfortable sensation inside vaginal area [vulvovaginal discomfort]. Painful sensation vaginal area [vulvovaginal pain]. Torn extracted hymen, ripped [vulvovaginal injury]. Painful when trying to remove tampon [complication of device removal]. Case narrative: relative reported via phone that her daughter could not remove the tampon. No serious injury reported.